Event description:
Maquet cardiopulmonary gmbh has received the following information from the spanish agency of medicines and medical devices on 2026-01-19: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp¿, manufactured by (B)(4) and distributed by, occurred on 2025-08-06 with report number (B)(4). The information was provided that the patient had the incident "neurological event. Left anterior circumflex artery ischaemic stroke". As the patient suffered a serious injury, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the spanish market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701047999.

Manufacturer narrative:
Maquet cardiopulmonary gmbh has received the following information from the spanish agency of medicines and medical devices on (B)(6) 2026: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp¿, manufactured by getinge and distributed by, occurred on (B)(6) 2026. The information was provided that the patient had the incident "neurological event. Left anterior circumflex artery ischaemic stroke". As the patient suffered a serious injury, a report is required. New information was received on (B)(6) 2026 were the customer confirmed that no getinge device/product which was used presented any fault, as well as that the patients outcome is not due to any getinge product. Further it was confirmed that the getinge disposables, which were used, are discarded. Additionally, it was confirmed that the cardiohelp was reviewed and no fault was found. The cardiohelp was used on other patients without identifying failures. Following patient data was shared: male, 45 years old with 83kg and a height of 178cm. No device history review, no review of scrap, rework, enhancements and design changes was performed, as no failure of the device was reported. In addition, no review for potential field actions and capas related to the event and product in this complaint and no review of the non-conformities has been performed, as this complaint was reported due to the event and not due to a failure on a getinge product. Based on the available information the reported event could not be linked to a device defect/failure. Therefore, the complaint could not be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).